Event description:
A us distributor reported that an electrode belt and reported adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the j7 lead was broken from tantalum at weld. The root cause for the damaged j7 lead was physical abuse. No adverse event resulted from the damaged belt.